Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('evidence of migrated essure') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included menorrhagia (menorrhagia) and dysfunctional uterine bleeding (dysfunctional uterine bleeding). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: patient did not received treatment for dysmenorrhea, pelvic pain, abdominal pain previously reported essure insertion date : (B)(6) 2011 (per summon). Date(s) of insertion: (B)(6) 2012, as per mr (discrepancy noted). Removal recommended by treating physician? Yes. Essure removed? No. Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: case became serious incident. Reporter added. Removal date updated as per mr. Event device dislocation added. Action taken with drug added and medical history added. On 28-jan-2020: pif received. No new significant information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('evidence of migrated essure') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included menorrhagia (menorrhagia) and dysfunctional uterine bleeding (dysfunctional uterine bleeding). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: patient did not received treatment for dysmenorrhea, pelvic pain, abdominal pain previously reported essure insertion date : (B)(6) 2011 (per summon). Date(s) of insertion: (B)(6) 2012, as per mr (discrepancy noted) removal recommended by treating physician? Yes. Essure removed? No. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.